Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 05-feb-2025. H6. Investigation codes: updated. Investigation summary: confirmed customer complaint of ¿air in line alarming¿ by preforming air sensor test. Unit failed air sensor test and would not detect cassette with fluid. Replaced air in line sensor. Performed test again unit passed test. Unit battery door had corrosion building on the spring. Replaced battery door. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing) and unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was provided: there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm. There was unknown patient involvement.